Event description:
The customer's parent reported via phone call that they received a motor error alarm and a button error alarm on the customer's insulin pump. Customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also reported the customer's blood glucose rose to 500 mg/dl. Customer's blood glucose was treated with an injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a jammed motor gear box. The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.